Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event mehta a. Et al. 2025 - evaluating no fixation, endoscopic suture fixation, and an over-the-scope clip for anchoring fully covered self expandable metal stents in benign upper gi conditions: a comparative multicenter international study patients underwent fcsems placement for benign upper gi conditions from january 2011 to october 2022 at 16 centers. Esophageal fcsems were placed over a guidewire, either: through-the-scope (tts) under direct endoscopic visualization (± fluoroscopy), or as non-tts stents under fluoroscopic guidance. Fixation strategies studied (applies to all stent brands): no fixation (nf) endoscopic suturing (es) using overstitch. Over-the-scope clip fixation. Stent fracture: 1/316 ¿ 0.3% patient outcome not enough information to determine a harm to patient or a severity. Patient/event info - notes 311 patients underwent 316 fcsems placements for benign upper gi disease. Mean age ¿ 60 ± 15.7 years, 49.5% male.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 19-feb-2026. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 19-feb-2026.